Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Both possible device history records were reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Two days post- atypical left-sided flutter ablation procedure, the patient experienced a hemothorax with no intervention needed. The patient became hypotensive with a noted decrease in hemoglobin 2 days post procedure, and a chest xray revealed a hemothorax. The patient was brought back to the operating room where a perforation was observed in the left atrium, which had already closed on its own. The patient is in stable condition with no other adverse events noted. There were no reported performance issues with any abbott device. The physician believed that during the patient's previous ablation procedure, the pericardium had not closed or healed around the heart making a pericardial effusion difficult to detect.